Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports patients have been getting infection post surgery. The clinic has narrowed the problem down to this clamp because it does not remain in an open position for autoclaving. Clinic wants detailed instructions on how they can sterilize this item in an open position. (B)(6) 2016 customer has no specific information regarding issue except procedure was an excision of a skin lesion, patient recovered from infection.

Manufacturer narrative:
On 5/10/2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - inventory inspection was not performed due to no product availability in inventory to inspect. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. The clamps were not returned for further evaluation. Device history evaluation - DHR review. Nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. The clamps was not returned for further evaluation.